Event description:
It was reported the broncho videoscope distal end was burnt. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. The device evaluation found foreign material in the damaged area of the bending section cover. Based on the results of the investigation, the foreign material could not be identified. It is likely that the following led to the malfunction: physical damage to the device may have prevented removal of the foreign material. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: "do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.